Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had passed away on (B)(6) 2023. The device was interrogated post-mortem but it was unable to be fully interrogated due to battery depletion since the device was only implanted in 2019. Both error codes 1003 and 1007 were triggered on (B)(6) 2023. A magnet was applied whilst the device remained in the patient, this was part of the patient's palliative care plan to prevent unwanted shocks to allow peaceful passing so the death was expected and not related to device. It was an expected passing; the district nursing team had been in contact about deactivating the device a month ago. The device was explanted and the device is expected to be return for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had passed away on (B)(6) 2023. The device was interrogated post-mortem but it was unable to be fully interrogated due to battery depletion since the device was only implanted in 2019. Both error codes 1003 and 1007 were triggered on (B)(6) 2023. A magnet was applied whilst the device remained in the patient, this was part of the patient's palliative care plan to prevent unwanted shocks to allow peaceful passing so the death was expected and not related to device. It was an expected passing; the district nursing team had been in contact about deactivating the device a month ago. The device was explanted and the device is expected to be return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The returned was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had passed away on (B)(6) 2023. The device was interrogated post-mortem, but it was unable to be fully interrogated due to battery depletion. A code 1007 was triggered on (B)(6) 2023 due to capacitor charge time exceeding limitations and a code 1003 was triggered on (B)(6) 2023 indicative of battery voltage too low for the projected remaining capacity. A magnet was applied whilst the device remained in the patient, this was part of the patient's palliative care plan to prevent unwanted shocks to allow peaceful passing, the death was expected and not related to device. It was an expected passing; the district nursing team had been in contact about deactivating this device a month ago. The device was explanted, and the device is expected to be return for analysis. Multiple attempts were made to obtain information regarding the return and unfortunately, we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.